Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Although there were recurring occlusion issues, the customer declined further assistance, and the case was closed.